Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position via transfemoral approach, a 29mm commander delivery system balloon ruptured on valve deployment. The commander delivery system would not come into esheath upon attempted removal. Esheath and commander system were removed together as a single unit. The esheath was returned for evaluation. The pre decontamination evaluation observed a liner delamination.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, impact code and clinical code. Added new information h.6 type of investigation, investigation findings and investigation conclusions. The esheath was returned to edwards lifesciences for evaluation. The sheath was visually inspected and revealed sheath liner was fully expanded and tip opened as designed, liner was circumferentially delaminated, approximately 2'' in length, c-marker band was present, liner stretching observed at liner bunched area 3mm in length and soft tip damage on sheath tip. Functional and dimensional testing was not performed. No imagery was provided for review. During manufacturing of the esheath, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Due to no lot number information provided, a device history record (DHR) review and lot history review could not be performed. The instructions were reviewed instruction for use (IFU) for esheath, IFU for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance for balloon burst. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement, be patient and pull gently especially near tear and balloon shoulder transitions and do not force if resistance is met near or at the sheath tip (force could result in additional tearing of the balloon material and the balloon material or tip coming off). If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications, conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation, based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure, consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position, ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath and take care when crossing the deployed valve to prevent potential embolization. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed during evaluation of the complaint device. However, no manufacturing non-conformances were identified in the returned sample. A review of complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. In this case, ''the commander delivery system would not come into esheath upon attempted removal. Esheath and commander system were removed together as a single unit which caused injury to the right femoral artery. Surgical cutdown and repair of the right femoral artery was performed with a bovine patch. Balloon was ruptured but all material was intact upon removal''. It is likely that the balloon burst altered the balloon profile, making the device more susceptible to catching on the tip of the esheath and contributing to withdrawal difficulties through the esheath. The misalignment potentially could have led to the balloon catching on the esheath distal tip. Any excessive device manipulation to overcome the withdrawal difficulties likely caused to the esheath liner to delaminate. Based on the available information, procedural factors (excessive manipulation, withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.